Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI and catalog number, initial reporter sent report to FDA, and 510k are unknown. No information has been provided to date.

Event description:
It was reported that the patient forgot to prime the pump tubing before starting remodulin cassette. When patient remembered that the tubing was not primed, the air was already out of the line. Additional information noted that the patient had been lethargic, sleeping about 20 hours a day, and not eating much for a few days. No patient injury was reported.

Manufacturer narrative:
Other text: correction: patient information, a1, a2, a3, a4 and other relevant history, b7.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-08580. The report was submitted in error., corrected data: corrected information provided in h10.